Event description:
The latest issue is my supplement insurance from (B)(4) demanding I use the accuchek glucose meter they are peddling for accuchek. For those folks who, after testing have no issue, as they meet more standard body, hemocratic, oxygen, water and absence of non standard non glucose d sugars great; but for me, I am told use this or drop dead. Letter enclosed. Lastly, the dexcom unit was never made properly working over human operating temperature ranges and dexcom never supplied a third unit as recommended by the FDA for evaluation and the attitude to me was I could drop dead. Given the latest outbreak of meningitis of from what I am told, an unclean drug compounding operation, I doubt my requests or concerns will ever fairly see the light of day. I will forward all my letters to my senator for review. My body is most sensitive to hemocratic issues oxygen issues as well as water content-dehydration and I have extensively sought out and tested many hand glucose meters to identify those meters that work well on my body and its operating ranges for the stated factors. This is not a personal choice decision, but one can demonstrate in court with lab tests and scientific data the issues. These have been documented at the FDA and government as well on discussions about errors from present metering systems. My body/digestion system routinely flings out the malto-dextrin and man made sugars added to many of the standard grocery store foods in my blood system for extra passes through the liver causing many of the so called standard home use glucose meters that supposedly are all alike to read 40 to 100 points to higher than they should. So far, the free style lite and its test strip system have provided the most consistent reliable results of my glucose d in my body while not being affected observably by the hemocratic, oxygen, and water content range issues that cause various known errors in many other meters and technology. The demand of the letter is leaving me few choices if I want to properly manage my diabetes and I consider said letter to be restraint of trade, harassment, and unacceptable, unreasonable, frustrating, demands that are harassing a stroke disabled, 30 year plus experience as a type 2 diabetic. Please save us all the grief and retract this unacceptable, unscientific, arbitrary, letter serving nobody any good - especially this diabetic.